Event description:
The customer reported to olympus, the olympus asset xenon light source was experiencing a dimming abnormality, as the brightness adjustment was not working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The xenon light source evaluation found the diaphragm had failed, which resulted in the brightness adjustment failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿brightness adjustment does not work¿, was reproduced. Therefore, it was found that the phenomenon was due to diaphragm failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.